Event description:
The customer reported to olympus that before an unspecified diagnostic procedure during preparation for use, the 4k camera head had no video. During inspection before use, when the camera was attached to the main unit, the screen did not appear. The procedure was completed using a similar device. There was no reported delay in the procedure and no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image. Additional findings include the following: dead battery. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due to corrosion on contact of video connector receptacle. Olympus will continue to monitor field performance for this device.